Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated that a cc4204a,+20.5 diopter, intraocular lens tore during delivery into the eye. The lens was removed and a back up lens was implanted within the same surgery. There was no patient injury. The reporter stated that the cause of the event was a loading issue, lens got caught in the injector.

Manufacturer narrative:
Corrected data: work order search: no similar complaint type events were reported for units within the same lot. (B)(4).